Event description:
It was reported that bd paxgene¿ blood dna tubes draw volume was low. This was discovered during use. The following information was provided by the initial reporter: material no. 761115 batch no. 8338544. It was reported that the draw volume of the out of spec sample was 1.21ml which does not meet the required draw volume 6.89ml (-19% of the labelled draw volume). The paxgene tubes were sourced from bd and were sterilized at nominal (~18 kgy) and maximum dose (~36 kgy) for draw volume testing as required per CAPA. This out of specification observation occurred during the nominal irradiation dose testing. The draw volume testing at nominal irradiation dose for paxgene tube did not meet the specification requirement for draw volume. The draw volume of the out of spec sample was 1.21ml which does not meet the required draw volume 6.89ml (-19% of the labelled draw volume) . The root cause was determined to be stopper defect- rubber flash observed in the stopper. The stopper was not properly sealed which resulted in the draw loss from the tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode was observed. The complaint was confirmed upon evaluation of the customer provided photos, as the rubber stopper was not molded correctly, resulting in draw loss from the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter: initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd paxgene¿ blood dna tubes draw volume was low. This was discovered during use. The following information was provided by the initial reporter: material no. 761115, batch no. 8338544. It was reported that the draw volume of the out of spec sample was 1.21ml which does not meet the required draw volume 6.89ml (-19% of the labelled draw volume). The paxgene tubes were sourced from bd and were sterilized at nominal (~18 kgy) and maximum dose (~36 kgy) for draw volume testing as required per CAPA. This out of specification observation occurred during the nominal irradiation dose testing. The draw volume testing at nominal irradiation dose for paxgene tube did not meet the specification requirement for draw volume. The draw volume of the out of spec sample was 1.21ml which does not meet the required draw volume 6.89ml (-19% of the labelled draw volume) . The root cause was determined to be stopper defect- rubber flash observed in the stopper. The stopper was not properly sealed which resulted in the draw loss from the tube.